Event description:
It was reported that the ilet failed to pair with a dexcom g7 continuous glucose monitor (cgm) sensor while the user continued to receive glucose readings in the dexcom app, indicating intermittent communication between the pump and sensor; troubleshooting and education were completed to toggle the sensor connection and re-pair the devices, with pairing then confirmed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the ilet and the sensor, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.